Event description:
The consumer alleges her chair knocked her down when she bumped the joystick. The consumer allegedly sustained a dislocated hip and concussion.

Manufacturer narrative:
Information indicates consumer inadvertently bumped her joystick while transferring out of her chair. No confirmation of alleged injury by user. Consumer reported she has caught her purse straps in the past on the joystick while transferring in and out of the chair. Current user guide covers this area. Information indicates a user error likely. MDR filed as a conservative measure based on injury claim by user.